Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that device seal became compromised. A 10.0mm x 40mm, 75cm gladiator¿ balloon catheter was selected. Upon removal of the device from the shipping box, it was noted that the product box was damaged and opened. The sterile package was also noted to be opened. No patient complications were reported and the patient's status was fine.